Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was sweaty and then lost consciousness. The patient's spouse attempted to give her 2 glucose pills to eat and rubbed sugar in her mouth. It was not successful so he called emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 25 mg/dl and the cgm value was 260 mg/dl. IV glucose was administered and she regained consciousness. After treatment at home her condition stabilized and by the next day she felt great. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.